Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for unknown indication for use. The company rep stated that hcp office contacted her regarding a pump that was alarming after it had been refilled and updated. The company rep stated that pump had been alarming before the refill due to low reservoir. Agent reviewed that it was a known potential issue with the current software that a pump update with new reservoir volume may not silence the audible alarm. Reviewed steps to manually silence the alarm. Additional information was received from the company representative (rep) stated that the issue had resolved and the clinician programmer software version was 2.0.146. Additional information received indicated that the information from the previous email had been confirmed with the physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.